Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a site visit by bd representative, customer reported an air in line event. Upon further follow-up customer responded that during an infusion of lactated ringers solution infusing at 75 ml/hour, the nurse was called to check on pump module. The pump was no longer running. Upon checking the pump the nurse noted multiple air bubbles in the IV line. Rn reported no previous air in line alarms. Rn disconnected the IV line from the patient and took vital signs. Patient was put on the left side lying position, and bed was adjusted to the trendelenburg position. Patient was given high flow o2 through nonrebreather mask. Nurse remained with the patient the first 30 minutes for close observation. Patient reported feeling well the entire time. Incident was reported to charge nurse and hospitalist. Per hospitalist orders, patient was changed to ICU status for closer monitoring and lab work. Patient was discharged home without adverse outcomes. Further report from the customer states no other infusions were y sited at the distal port. Lasix and a flush was previously pushed through proximal patient port however pump was placed on hold and restarted without issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during a site visit by bd representative, customer reported an air in line event. Event details are unknown. There was patient involvement, however patient impact is unknown.